Event description:
Information received from the field notes that while the patient rode his bicycle at home, he felt like his rate would not go past 65 bpm. During an office check, inter- rogation of the device showed vvi mode and dashed (---) for other parameters. Emergency vvi and attempts to reprogram the rate did not erase the dashes. Subsequently, the device was replaced.